Event description:
Customer reported receiving high reading on the adc blood glucose meter compared to reading obtained on the hcp meter. Customer further reported that they experienced "dizziness and fatigue" and was seen at the hospital where a reading of 5.5 mmol/l (99 mg/dl) was obtained on the adc meter compared to a reading of 3.3 mmol/l (59 mg/dl) on the hcp meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was hospitalized for 12 days and reportedly received "insulin" as treatment for a diagnosis of hyperglycemia. It should be noted that the hcp meter reading is not consistent with the diagnosis and treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter/reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter/ reader and no issues were observed. Meter/reader powered on with button and test strips. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the precision strip. Dhrs for the freestyle neo meter was reviewed and the dhrs showed the freestyle neo meter passed all tests prior to release. A tripped trend review was conducted for the reported complaint and precision strip, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that freestyle neo meter continue to be safe, effective, and perform as intended in the field. Stability data for freestyle neo meter was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high reading on the adc blood glucose meter compared to reading obtained on the hcp meter. Customer further reported that they experienced "dizziness and fatigue" and was seen at the hospital where a reading of 5.5 mmol/l (99 mg/dl) was obtained on the adc meter compared to a reading of 3.3 mmol/l (59 mg/dl) on the hcp meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was hospitalized for 12 days and reportedly received "insulin" as treatment for a diagnosis of hyperglycemia. It should be noted that the hcp meter reading is not consistent with the diagnosis and treatment provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high reading on the adc blood glucose meter compared to reading obtained on the hcp meter. Customer further reported that they experienced "dizziness and fatigue" and was seen at the hospital where a reading of 5.5 mmol/l (99 mg/dl) was obtained on the adc meter compared to a reading of 3.3 mmol/l (59 mg/dl) on the hcp meter. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was hospitalized for 12 days and reportedly received "insulin" as treatment for a diagnosis of hyperglycemia. It should be noted that the hcp meter reading is not consistent with the diagnosis and treatment provided. There was no report of death or permanent injury associated with this event.